Event description:
The pt underwent an anterior colporrhaphy, total vaginal hysterectomy, anterior repair, and sling procedure approximately seven months ago. In 07/2005, the physician noted some exposure of the gynemesh, and excised some of it. The physician saw the patient again in 08/2005 and there was no exposed mesh noted. The pt became sexually active and experienced discomfort during intercourse in 11/2005, and some small fingerlike projections of the mesh were noted. About 5 weeks later, the patient was taken back into surgery and the mesh was excised with a c02 laser. The doctor has not seen the patient since.